Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, acrobat-I stabilizer z s/n: (B)(6) flexlink arm is rotating abnormally even though tighten the knob. A video was provided by the complainant, there was no evidence of blood observed. The flex arm was observed to not tighten when the knob was turned. They completed the procedure with the new one. There is no procedural delay. No harm.

Manufacturer narrative:
Trackwise # (B)(4). The investigation has been started since the complaint was received, the following contents have been conducted: 1. DHR review: the DHR of the reported lot has been reviewed. No non-conformity relevant with the reported issue is observed. All the products had been performed 100% mechanical function test during production. They all passed the function test which demonstrate the knob can be tightened and can also tighten the flexlink arm. 2. Trend review: in the last 12 months, the occurrence rate is found to be (B)(4) which is under anticipated occurrence rate. There is no same issue reported for this lot# 3000361801. 3. Device was not received for evaluation, there was a video shared from customer for evaluation. Based on the video details, it¿s indicated the arm could be moved with a forth when knob is rotate during customer inspection, however, from the video, there is no ¿click¿ heard which means knob was not tightened as IFU request. If the knob not tightened, the flexlink arm could not be tightened. Since the device was not received for evaluation, the reported failure could not be confirmed, based on the video shared, the most probable root cause for this reported ¿knob difficult/ unable to tighten-arm does not lock¿ is knob not tightened following IFU request. There were no ncmrs, rework, or deviations documented for the reported batch, based on above review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. It¿s probable the knob was not rotated to be tight requested in IFU during customer using. H3 other text : device not received.